Manufacturer narrative:
Article details: title: thoracic stent grafting through transapical approach for type iii endoleak due to prosthetic disconnection authors: isaac martínez lópez, manuela m. Hernández mateo, luis c. Maroto castellanos, javier cobiella carnicer, isidre vilacosta, and francisco j. Serrano hernando. Ann vasc surg (2018) 51: 328.e1¿328.e5, doi.org/10.1016/ j.avsg.2018.03.026. Concomitant medical products: the main component of the system. Other relevant device(s) are: talent cat # unknown, lot # unknown, UDI: unknown, ubd unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment for abdominal aortic aneurysm (aaa) of 63 mm in diameter in 2004. During the surgery there was noted significant difficulty in the device's progression due to aortic elongation. It was reported that the patient was treated for a type ib endoleak 2 years post implant and again 8 years post implant with non-medtronic stent grafts. During patient following up 8 years post implant, a type iiia separation endoleak was reported between the tevar stent grafts and reintervention was performed with the addition of a non-medtronic stent graft. The event was resolved and that patient did well postoperatively. No additional clinical sequelae were reported and the patient will be monitored.